Manufacturer narrative:
Investigation of returned suspect driver finds that the returned screwdriver was found to be in good condition. The tip is intact and fully engages with a mating screw. The back end has no apparent damage and inserts into a known good navlock without issue. No problem found. The reported event could not be duplicated by medtronic personnel.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Return requested. Replacement device shipped to site (B)(4) 2016. No parts have been received by manufacturer for analysis.

Event description:
A site representative reported that their solera screwdriver was defective and unusable. The head of the driver is worn and the driver turns around without gripping the implant. No further details regarding the damage, or how it occurred, were provided. There was no patient present when this issue was identified.